Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hematoma/major bleed/access site adverse event: the cause of the hematoma/bleed was not determined due to insufficient clinical details.

Event description:
An impella 5.5 was placed via the axillary artery graft to support a 54-year-old male patient who had been admitted in for surgery, the pump was placed pre-operatively. There was no medical history shared for the patient. The pump was supporting when after admitting to the intensive care unit (ICU) the team noted a hematoma at the axillary site. The patient returned to the operating room and had the pocket re-opened, and the team observed a small arterial muscular bleed that was surgically repaired. Hemostasis was achieved. The pump remains on for support and the anticoagulation necessary for the pump placement and support can contribute to bleeding. Vascular injury is a known risk associated with impella support as described in the instructions for use. Additional information the customer reported that the bleed resolved.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.